Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency unknown side "the implant was replaced due to deformity' and "when taken out, the implant had several defects." Device has been explanted.